Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system while changing the reservoir. Customer stated that insulin kept dripping out of the tubing. The drive support cap is protruded. Blood glucose value was 170 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. Unable to confirm other alarms due to the motor error alarm. The pump was received with cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window, and a missing end cap sticker noted.